Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor (cgm) sensor reading was 100 points different from the bg meter reading. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional patient or event information was available.